Event description:
The customer reported that after pipetting an hbsag plate on summit, the technician observed that no conjugate was pipetted into wells b1 and c1 of the microwell plate. No error was generated. No death or serious injury was associated with this incident.